Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. 14pcs retention samples were checked on IV point, needle puncture no failure found. Conducted on14pcs retention samples. No needle clog failure was found. No failure found. Pen needle product has 100% IV point inspection and needle angle inspection by vision system, and defect part will be rejected automatically. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. Based on the investigation above, the certain cause cannot be concluded at the moment. See h.10.

Event description:
It was reported that a pen needle 32gx4mm 5b tw 98ct china leaked and was unable to deliver medication during use. The following was reported by the initial reporter: "there was bleeding when patient was using at the first injection, the patient needed to inject 18 units of insulin. When patient injected insulin from 5 to 6 , the needle couldn't be pushed, it still didn't work after changed the new pen needle, the needle didn't reuse 2020-12-15 received the customer's update, the incident description updated as follows: call back the customer to confirm the following information, 1. The customer bought 98 needles at a self-operated flagship store on august 1, 2020. 2. At present, the needle cannot be pushed when the bolus is halfway through, and the forced pressing will cause liquid leakage. The residence time for each injection is more than 10 seconds, and the needle is for one-time use. 3. Insulin injection is about 18 years old, twice a day, 18 units each time, the injection pen has been used for two or three years, and the needles purchased in the hospital did not have this problem.the user has been informed that the self-operated flagship store is an official store, and the product can be used with confidence. At the same time, it is recommended that customers pay attention to the strength of the pressing. In addition, the injection pen has a longer lifespan. It is recommended to replace the new injection pen and try it."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen needle 32gx4mm 5b tw 98ct china leaked and was unable to deliver medication during use. The following was reported by the initial reporter: "there was bleeding when patient was using at the first injection, the patient needed to inject 18 units of insulin. When patient injected insulin from 5 to 6 , the needle couldn't be pushed, it still didn't work after changed the new pen needle, the needle didn't reuse. 2020-12-15 received the customer's update, the incident description updated as follows: call back the customer to confirm the following information, the customer bought 98 needles at a self-operated flagship store on (B)(6) 2020. At present, the needle cannot be pushed when the bolus is halfway through, and the forced pressing will cause liquid leakage. The residence time for each injection is more than 10 seconds, and the needle is for one-time use. Insulin injection is about 18 years old, twice a day, 18 units each time, the injection pen has been used for two or three years, and the needles purchased in the hospital did not have this problem.the user has been informed that the self-operated flagship store is an official store, and the product can be used with confidence. At the same time, it is recommended that customers pay attention to the strength of the pressing. In addition, the injection pen has a longer lifespan. It is recommended to replace the new injection pen and try it.".